Event description:
Additional information was received from the patient and a manufacturing representative. They reported that since the device was implanted, they get shocked when they charge the ins. The patient said they still get shocked when charging over a thin layer of clothing. They said they could never get the ins to charge. They mentioned meeting with the rep and getting the logs. The patient had not heard back since. The patient's battery was now down below 0% and the patient was not getting therapy. The patient was waiting on something from the technicians. The rep called in stating that the patient wanted the micro device taken out, as they had not been successfully recharging/making connection and continued to get shocked. The patient had a teleconference with their doctor scheduled for dec. 15th to review surgical options to go to a recharge free system prior to the year end. The rep was also going to send in logs for review.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: the patient had the device explanted (B)(6) and replaced with non-recharging system. The patient still had a shocking sensation even when using a barrier between the skin and the recharging puck and they had very difficult time charging device as the two would not pair consistently. The rep planned to send the logs in. The rep's understanding was that the two prongs on the puck shocked the patient every time the patient charged the device. Because of the shocking, the patient would have the battery go completely dead, then recharge it only as much as they could tolerate it. This was the first micro implant in (B)(6) and at the time they were telling physicians to bury the battery a little deeper, and that guidance has changed. The rep stated it¿s possible the battery was too deep.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot#/serial# (B)(6), product type: recharger, product ID: wr9220, lot#/serial# (B)(6), product type :recharger, h6 device code: c64343 no longer apples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: they inquired about tape being placed to prevent shocking, and the reason for tape being recommended was explained. Per rep, patient does not use belt and does place the recharger directly over the skin. Rep mentioned a more permanent viable solution should be recommended for patients. On (B)(6) the rep reported the patient does not feel shocking while recharging with a layer of clothing. Patient also uses the belt to charge. Rep reported the patient has not been charging as she thinks there is an issue with the system because of the shocking that needs to be resolved and patient was upset about this issue. The rep will review the labeling that mentions use of layer for discomfort while charging. Rep reported the patient lives about 90 minutes away and they are attempting to meet next week. Tech support offered to be available for the meeting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: they met with the patient and have the recharging logs from their device. No device replacement was planned. When asked whether the shocking resolved by turning down the recharging speed the rep replied they didn't try this; patient is not having the puck directly against her skin, she is charging it over a shirt so there is a barrier between her skin and the puck. Patient weight was unknown. .

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient was implanted on sept. 17th, and rep was with patient today to go through recharging. Caller states they were trying to charge and the wr (wireless recharger) would search, do the ascending tones like ins was found, and then search again. Rep saw the following codes in order: (B)(4). It was noted the patient has an implanted pacemaker. Rep decided to re-pair handset and wr and that seemed to resolve the issue. Patient was at 50% charge of ins and they charged for about 8 minutes before having to go back to work. Rep states the charge did not increase from 50% during the 8 minutes and tech support noted that is likely not something to be concerned about and reviewed charger rounds up. Rep notes on the patient's handset they saw two 'pucks' on top left of screen when re-paired wr/handset. On 2020-sep-23 the rep reports the cause of the recharging issue was not known, and verified the (B)(4) charging codes seen via images. The other instruments being used at the time of the errors presenting were the smart programmer and recharging puck. The error codes have not been seen again and the recharging issue was resolved. The patient was able to charge to 100%. When asked to clarify the two "pucks" seen on when repaired with wr/handset, the rep spoke with patient to follow up, and patient indicated second puck icon seen on smart programmer was gone after the battery charged to 100%. No patient symptoms were reported. Additional information was received from the patient. They reported that they had not been able to recharge their ins and that their handset wouldn't connect to the ins. They tried to recharge their ins on 2020-sep-20 and was not able to recharge. They met with a manufacturing representative (rep) and they only got it to connect once with a lost connection after trying for an hour and a half. They never got it connected again and the rep had to leave. The patient had gone home and got it to connect and were able to fully charge that day. The 21st was the only time the patient had been able to charge the ins to 100%. The patient had been trying for two weeks. The patient went to the doctor a week ago (the patient said this was the 24th of september; however, last week would not have been the 24th) and the doctor had been able to get it to charge, but the patient couldn't stay until fully charged. The patient couldn't get it to charge the ins and it was shocking them. It had started shocking them last week. The patient called the rep who re commended shutting therapy off and trying to recharge. They also recommended calling patient services for troubleshooting. The patient said they couldn't recharge with the belt and that the 'copper wire' that touches their skin on the recharger would 'shock the crap out of her'. They said that they even got shocked when it was in the belt. The patient tried connecting the handset and communicator to the ins and was getting the message that the device battery was below 10% and to charge the battery to avoid losing therapy. Patient services walked the caller through turning off the therapy they were able to connect and turn therapy off. They tried recharging and were getting shocked. They then got a 'not found' message. The patient was able to feel the ins under their skin. The patient put the rounded part of the recharger over the ins. It still did not connect. The patient moved to a different room away from emi. They reset the recharger and were then able to recharge and got a status of 'excellent'. Patient services told the patient to place something in-between the recharger prongs and their skin to see if it prevented the shocking. The patient was sitting up while recharging and they were not getting shocked. The patient mentioned that they were at their limit with the device not recharging and said that they didn't know if they could deal with it and asked about a return policy. The rep called in later and reported the patient's shocking sensation, the patient's 10% batter and that it wouldn't allow the patient to switch off. Technical services told them that patient services was addressing the patient's issues.